Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a prostyle device using an 8f sheath after a transarterial chemoembolization procedure. Reportedly, a cuff miss occurred as when the plunger was retracted after needle deployment, the suture could not be verified. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: analysis of the returned device noted that the suture was cut. Follow up with the account was conducted. It was reported that the suture was cut to facilitate withdrawal of the suture only. The device was already removed from the patient anatomy when the suture was cut, therefore, there was no device entrapment. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as not all components were returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 model # added. Corrections: d1 brand name updated. D2a common device name updated. D3 name updated. D3 address, city, postal code updated.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a prostyle device using an 8f sheath after a transarterial chemoembolization procedure. Reportedly, a cuff miss occurred as when the plunger was retracted after needle deployment, the suture could not be verified. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.